Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient noticed a smell of insulin and observed that the cartridge was leaking. The patient inquired whether a manual insulin injection was needed. The agent informed the patient that medical advice could not be provided but recommended performing a full supply change to prevent further insulin leakage and advised not to overfill the cartridge. The patient understood and planned to complete a full supply change. The blood glucose questionnaire indicated that the patient¿s blood glucose was affected, reaching a high of 400 mg/dl for approximately 90 minutes. No backup therapy, ketone testing, steroid injections, professional medical intervention, or assistance was required, and no immediate health effects were experienced. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.